Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.